Manufacturer narrative:
The battery was returned for analysis. The reported event of a critical battery alarm was confirmed on. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Log file analysis revealed a critical battery alarm triggered by(B)(4) remaining charge falling to 0% on (B)(6) 2016 at 03:17:45. Prior to and following this alarm, the controller registered (B)(4) remaining charge to be 99%. This critical battery alarm is most likely due to communication anomalies between battery and controller or normal patient usage behavior. Analysis revealed that the device passed visual examination and functional testing. Heartware has opened an internal investigation to evaluate communication errors between batteries and controllers. Per the instructions for use (IFU): "the instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Note: when one battery is depleted to <25%, the controller will automatically switch to the other battery. When this happens, an intermittent "beep" will sound, the alarm indicator on the controller will be yellow, and a message will be displayed to replace the depleted battery. If the battery is not changed within 5 minutes, the alarm volume will escalate until the battery is exchanged with a fully charged battery. When a depleted battery is not exchanged and there are only a few minutes of battery time remaining in both batteries, a high priority alarm will sound, the alarm indicator will flash red and the message on the controller will display "critical battery 1" or "critical battery 2." If this occurs, there are only a few minutes of power remaining before the pump stops; therefore, the batteries must be replaced immediately." This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
A report was received that "critical battery" alarms were detected during routine ventricular assist device (vad) interrogation. Controller log files were sent in for further analysis and it was determined that the alarm occurred with this battery. The battery was replaced with no reported patient consequence. The event was not associated with power switching or pump stoppage. No further information has been provided.